Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : proposed component (annex g) code is mechanical (g04) - provisional top. The returned product exhibits signs of use (nicked or gouged). The dovetail feature is compressed & is fractured on the medial side of post. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was returned fractured. All pieces have not been returned. These instrument did not break during surgery. Attempts have been made and all available information has been provided.